Event description:
Age at time of event: baby. The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified volume of 5% dextrose and 0.45% sodium chloride. After an unspecified length of time in use, the parent of the pt noted the tubing had separated from the t-connector and notified the nurse. An unspecified volume of blood loss was noted. It was reported the nurse stopped the blood. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no delay in therapy critical for this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).